Event description:
The patient's thrombus was not confirmed. The patient had a computed tomography (CT) thoracic angiography and outflow graft angiography that did not confirm thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus in the outflow graft could not be confirmed as no product was returned for evaluation. Furthermore, a specific cause for the reported events could not be determined. The account reported that the patient had presented with increased shortness of breath (sob). Despite performing a computed tomography (CT) thoracic angiography and outflow graft angiography, thrombus could not be identified or diagnosed. There were no reported changes to patient condition, anticoagulation status or pump parameters that could have contributed to the event. Additionally, review of the log files provided by the account revealed no atypical events or alarms and captured the pump functioning as intended at the set speed. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2021 when the patient ultimately received a routine heart transplant. The device was not returned for evaluation. The hm3 lvas IFU lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, this document instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow, and to address both as needed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. There was a concern for possible outflow graft thrombus. Upon review of the log files by technical services there was a change in the set speed change and a few pi events. Additionally there were routine power source changes and low voltage alarms due to normal battery depletion. There were no other events.